Event description:
Explanting physician reported, rupture. The device has been explanted. The affected side is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported, rupture. Diagnosed by MRI. The device has been explanted and replaced. This record relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken device observed assessed as fold flow opening. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported unknown side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3.

Event description:
Healthcare professional reported unknown side rupture. The device has been explanted.